Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient had chronic obstructive pulmonary disease and dyspnea. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is presumed sudden unknown. No further information is available at this time.